Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that an arrow spring wire guide (swg) 0.18" broke within the femoral vein during successful cannulation in a pediatric patient within the last 2 months. They were able to remove by manipulation and the core wire was found broken and connected to the rest of the swg by the spring monofilament. The patient outcome is unknown.